Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the buttons on the insulin pump were unresponsive. Customer's blood glucose level at the time 400 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No frozen display was noted. No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.